Event description:
Implants removed due to infection. No replacement devices used at this time.

Event description:
Implants removed due to infection. No replacement devices used at this time.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot or sterile lot. Complaint history review: there have been no reported events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, pre- and post-operative x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Manufacturer narrative:
Additional devices listed in this report: cat 5521-b-500, lot: gtbh, description: tri ts baseplate size 5; cat 5510-f-502, lot: s83pb, description: triathalon cr fem comp #5 r-cem; cat: 5551-g-350, lot: pt7 description: triathalon asymmetricx3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.